Manufacturer narrative:
Siemens has requested the return of the reagent and patient sample for further investigaiton. However, the customer no longer has these materials available to return. The customer stated that the sample was brown/amber and cloudy. The customer has been advised that visibly bloody or severely turbid urine samples could indicate a compromised sample. If a qualitative interpretation is inconsistent with the clinical evidence, results should be confirmed by an alternative hcg detection method. Viscous (mucoid) samples may interfere with the sample flow. Highly colored samples may interfere with the test. If these conditions exist, do not use the test and re-test with a fresh sample, if possible. The customer has stated that they have not received any further discrepant results and the instrument is operational.

Event description:
The customer received a false negative hcg result on one patient who was known to be 8 weeks pregnant. Retesting on another status+ instrument gave a borderline result. The customer sent urine to reference lab to be spun down and tested. The reference resulted 270,000 miu/ml. The customer noted the sample was documented to be brown/amber and cloudy.